Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and further information obtained when medical surveillance requested the csr to listen again to the call recording. The patient stated that the alleged issue began on (B)(6) 2018 between 8 and 9am when a result of ¿240 mg/dl¿ was obtained using the subject device which she felt was elevated compared to her feelings and/or usual results. The patient manages her diabetes using insulin (self-adjusts) and reportedly increased her dose of humalog by 4 units in response to the result obtained. The patient claimed experiencing symptoms of ¿cold sweats, light headed, tingling feeling in fingers and toes, stomachache and tiredness¿ approximately 1 hour after the alleged issue began, and denied receiving any form of medical intervention due to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and the test strips being used had been stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated if lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.